Event description:
It was reported that a pump issued an alarm during pumping. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.